Event description:
It was reported that when the device was used during a bowel resection procedure, it locked out on the first firing. The surgeon used another device to complete the case. There was no consequence to the patient.